Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient has a suspected driveline fracture. The log file confirmed pump stops and low flow/red heart alarms that appeared to be a short to shield situation in the driveline. The alarms occurred while the patient was bending over/reaching/at rest. The patient had laid down to change his dressing. He has not been back on power module since that time and has not had any further alarms. A percutaneous lead repair was completed. The patient had no more alarms, but it was noted that the patient's power module patient cable did not connect well with the power module and the cable was replaced.

Manufacturer narrative:
A portion of the percutaneous lead was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.